Event description:
Maude event report received from the FDA. Report states that a pt had a colon resection. A round blake drain was placed. Pt returned to operating room three days later for an exploration of abdominal wound to remove a portion of the drain which broke off when the ICU staff attempted to remove the drain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or event blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound."